Event description:
It was reported that during a carotid artery dissection (cad) procedure, the quantum maverick monorail balloon ruptured at 20atms on the first inflation during predilation. The device was removed intact. The lesion being treated was located in the mildly tortuous, severely calcified and 75% stenotic proximal left anterior descending artery. The procedure was successfully completed with rotablation and deployment and post dilation of a stent. Pt status is listed as "normal".